Event description:
A patient underwent a cesarean section, and the insorb 2030 skin stapler was used to close the incision. The patient experienced a wound separation two days post op requiring medical intervention. Re-closure was performed with suture and anesthesia in the operating room.